Event description:
Pt had pacemaker implanted in 2002. Pt saw it on tv that device was recalled. Device is too sophisticated and would adjust accordingly. One lead keeps on sparkling all the time which is very scary and uncomfortable.